Manufacturer narrative:
The device has been requested for investigation and a follow up report will be submitted once investigation results are available.

Event description:
Customer reports that the calibration bar broke inside his precision xtra blood glucose meter and he was unable to test his blood sugar. He then lost consciousness and his wife reports he has a seizure. The paramedics were called and gave him d5w IV solution and 8 ounces of orange juice. It is not documented whether he was transported to local hospital however, the customer states he was diagnosed with severe hypoglycemia. No other treatment or information is documented. There was no report of death or permanent impairment associated with this event.